Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged as the physician was connecting it to the device during the initial implant. The lead was repositioned twice more and remains in use. When the physician was repositioning the rv lead, the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.